Event description:
It was reported that there was a potential sterility breach on the packaging of the device, foreign material was identified in the pack. It was also reported that it was noticed prior to the procedure and an alternative device was used. It was further reported that there was no delay as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, foreign material was identified in the pack. It was also reported that it was noticed prior to the procedure and an alternative device was used. It was further reported that there was no delay as a result of this event.